Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test, the customer removed the battery and replaced it, and had to reset the time and date. The blood glucose reading was 40 mg/dl. The customer treated for the low and brought the blood glucose up to 118 mg/dl. The customer was assisted in setting the time and date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.